Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for multiple stored episodes, and the physician believed some of these may have been atrial driven. Technical services (ts) review the episodes and indicated that some episodes were true ventricular arrhythmias, while others demonstrated patterns suggestive of atrial driven or possible junctional rhythms. Ts noted that rhythm ID did not correlate with the rhythms in the episodes, was very stable and above atrial fibrillation rate threshold (afrt). Therapy was delivered because the ventricular greater than atrial criterion became true due to cross chamber blanking, with atrial events falling on ventricular sensed events. Ts and field representative agreed that given this interaction and episode rates greater than 200 beats per minute, no programming adjustments were identified that would have prevented therapy. Additionally, a signal artifact monitor (sam) episode was attributed to minor minute ventilation (mv) artifact on the right atrial lead, which was not oversensed, this type of artifact may occur following the device delivering a shock. Lead impedances were within normal limits. This ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for multiple stored episodes, and the physician believed some of these may have been atrial driven. Technical services (ts) review the episodes and indicated that some episodes were true ventricular arrhythmias, while others demonstrated patterns suggestive of atrial driven or possible junctional rhythms. Ts noted that rhythm ID did not correlate with the rhythms in the episodes, was very stable and above atrial fibrillation rate threshold (afrt). Therapy was delivered because the ventricular greater than atrial criterion became true due to cross chamber blanking, with atrial events falling on ventricular sensed events. Ts and field representative agreed that given this interaction and episode rates greater than 200 beats per minute, no programming adjustments were identified that would have prevented therapy. Additionally, a signal artifact monitor (sam) episode was attributed to minor minute ventilation (mv) artifact on the right atrial lead, which was not oversensed, this type of artifact may occur following the device delivering a shock. Lead impedances were within normal limits. This ICD remains in service and no additional adverse patient effects were reported. Additional information indicated that the information was reviewed by the overseeing physician, who evaluated the episodes and determined that no programming changes were necessary. The patient continues to be monitored, with no additional actions recommended at this time.